Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated, however the error code was confirmed in the history log. The probable cause of the reported issue was due to a software issue. As a result, preventive maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41171. The event occurred during testing. There was no patient involvement, no patient injury was reported.